Manufacturer narrative:
Medwatch field h3: device evaluated by mfg updated. The customer's returned meter was tested with retention strips and retention controls for investigation with the following results. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1 ¿ 44, 45, and 43 mg/dl. Level 2 ¿ 302, 306, and 302 mg/dl. All of the results are within an acceptable range. The allegation in this case could not be substantiated; therefore, no product issue was found.

Manufacturer narrative:
The accu-chek inform ii test strips lot number is (B)(6). The customer reported that the qc check passed on the date of the event. The product has been requested for investigation, but has not yet been received. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose result with accu-chek inform ii test strips from the accu-chek inform ii meter + rf for one patient. The initial result at 10:04 p.m. Was 135 mg/dl. A venous sample from 11:10 p.m. Had a result of 119 mg/dl. The second result at 11:24 p.m. Was "hi". The third result at 11:26 p.m. Was 540 mg/dl. The fourth result at 11:30 p.m. Was 155 mg/dl. The patient was receiving a glucose IV, and the results of "hi" and 540 mg/dl were from samples collected from the fingertips of the arm with the IV. The result of 155 mg/dl was believed to be correct. There was no treatment received based on the questionable results.